Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor cannula was missing. The customer¿s blood glucose level was 7.1mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm paradigm pump. Connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.